Manufacturer narrative:
The customer reported that the central nurse's station (cns) monitor went blank. The it department confirmed the monitor is not receiving power. The malfunction occurred due to the power supply malfunctioning. The customer stated that she will call back at a later date to purchase a new power supply or monitor. The malfunctioning device was not sent in for evaluation.

Event description:
The customer reported that the central nurse's station (cns) monitor went blank.